Event description:
It was reported that this patient on peritoneal dialysis (pd) was experiencing pain and shortness of breath during pd treatment with the fresenius cycler. In additional follow-up, the patient¿s pd nurse at the patient¿s associated clinic stated that the patient started pd therapy (B)(6) 2025 and had a pre-existing femoral hernia. The nurse stated that on (B)(6) 2026 (while dialyzing with the fresenius cycler) the patient began to experience pain at the hernia site. The nurse confirmed there were no malfunctions or issues with the fresenius cycler. Per the nurse, due to the pain the patient subsequently developed shortness of breath (dyspnea). As a result, the patient ended her pd treatment and was taken to the hospital via ambulance. The nurse confirmed that during the hospitalization, the patient underwent repair of the femoral hernia. There were no additional details available, and the patient remained in the hospital at the time follow-up was conducted. The nurse confirmed there were no cycler malfunctions or overfill events associated with this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between pd therapy with the fresenius cycler and the patient¿s symptoms of pain and dyspnea. The patient required hospitalization and underwent repair of a pre-existing femoral hernia. Hernia is a well-documented potential complication in pd therapy due to the increase in intra-abdominal pressure from the natural physiology of pd solution in the peritoneal space. Due to the temporal association with the fresenius cycler to facilitate pd therapy, the device cannot be excluded from this event. However, currently there is no allegation or any documentation in the file that a product issue or malfunction with the patient¿s fresenius cycler caused the event.